Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 407 mg/dl, 194 mg/dl, and 280 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During the product evaluation, it was discovered that channel a went into a fail code 804:22 while running the accuracy test. This failure code interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device (B)(4) categorized as unremediated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.